Event description:
Information received indicates the brake is not holding. Brake casters are not locking.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.